Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) 1 is being filed to correct the g.3 date on the initial report with manufacturing report number 9612169-2025-02154, filed earlier. Date received by mfg should have been 07-oct-2025 instead of 09-oct-2025. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the patient did not tolerate the cylinder overcorrection. As a result, the intraocular lens (iol) was explanted and replaced with a less powerful lens.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the lens¿implanted on (B)(6) 2025¿was explanted on (B)(6) 2025 due to concerns regarding the sterility of the iol. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).